Manufacturer narrative:
Summary of event: as reported, during a high-risk percutaneous coronary intervention (pci) that required mechanical circulatory support, another manufacturer¿s 17-french catheter was difficult to remove from a performer introducer. Per the reporter, the amount of resistance used to remove the devices led to dissection of the femoral artery. Reportedly, the user did not conduct proper imaging to ensure viability of the femoral access prior to the procedure. Additional information received 11jun2025 and 07jul2025. Per the reporter, the complaint device was placed in a "femoral size" that was most likely not confirmed via CT. Upon removal of the sheath after the procedure, a dissection occurred, necessitating a vascular repair and likely blood transfusions. Per the reporter, the cook sheath/valve was not directly responsible for the blood loss/vascular repair. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The customer did not provide the lot number to cook, and a global shipment search was unable to definitively determine the lot; therefore, the device history record and complaint history could not be reviewed. The product IFU states ¿the maximum diameter of the instrument or catheter to be introduced should be determined to ensure that it will pass through the introducer.¿ the IFU also states ¿all instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that procedural issues contributed to this event. Per the reporter, the user did not conduct proper imaging to ensure viability of femoral access prior to the procedure. The IFU for the other manufacturer¿s 17-french device warns ¿make sure the femoral artery diameter is sufficiently large prior to insertion.¿ the reporter also stated that the amount of resistance used caused the dissection. The outer diameter of the other manufacturer¿s 17-french catheter is listed as 5.9mm (the tolerance is unknown). This leaves very little space between the catheter and sheath. The performer IFU cautions that all instruments or catheters used with the introducer should move freely through the valve and sheath. Additionally, the other manufacturer¿s website contains information noting that the 17-french device should be delivered via an 18-french braided hydrophilic delivery sheath (the IFU for the other manufacturer¿s 17-french device does not mention use of a hydrophilic or braided sheath). The performer introducer used in this case is not hydrophilically coated, nor is the device braided. The IFU for the other manufacturer¿s 17-french device cautions to discontinue the procedure if severe difficulty or strong resistance is met at any stage of the procedure. Vascular damage and bleeding are listed as potential complications within the other manufacturer¿s IFU. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5, e4. Correction: general information: become aware date: original become aware date is 23may2025, e1, e3: clinical & sales support manager. H6: annex f. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 11jun2025 and 07jul2025. Per the reporter, the complaint device was placed in a "femoral size" that was most likely not confirmed via CT. Upon removal of the sheath after the procedure, a dissection occurred, necessitating a vascular repair and likely blood transfusions. Per the reporter, the cook sheath/valve was not directly responsible for the blood loss/vascular repair.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone: (B)(6) . E3: occupation - logistics and supply chain manager. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a high-risk percutaneous coronary intervention (pci) that required mechanical circulatory support, another manufacturer¿s 17-french catheter was difficult to remove from a performer introducer. Per the reporter, the amount of resistance used to remove the devices led to dissection of the femoral artery. Reportedly, the user did not conduct proper imaging to ensure viability of the femoral access prior to the procedure.